Event description:
The patient reported a power on reset (por) was seen on the patient programmer when checking their device due to going to the bathroom more. It was indicated that therapy had turned off and had been reset to shipping parameters. There were no traumas or falls related to the reported issue and no exposure to medical tests or electromagnetic interference (emi) environments. It was noted the patient called their urologist, but they couldn¿t get them in until november and put them on the cancellation list. Additional information received reported the patient was a new patient at their managing physician¿s office and couldn¿t be seen for 3 weeks as they needed a new patient appointment. The patient stated they knew what caused the por, their grandchild bumped their implant. The patient was told that it wasn¿t a known cause of the por and that it could be caused by a low internal battery or coming into contact with a strong emi, but the patient said none of that was the case and no one told them that the 1st time they called. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.